Event description:
In 2009, the pt was at the chiropractor, had his neck "adjusted", and was on a heating pad. The next day, the pt was at work. He thought that he "slipped on something". His wife said that he apparently fell a total of 7 times and he felt "like a tremor" going up his face and down his left arm. His co-workers said he was incoherent and his speech was impaired. The pt was admitted to the hospital. Tests were being run to try and determine a casue. It was also noted that the implantable neurostimulator (ins) was "not keeping a charge". The pt's wife said he used to go 3 months between recharging and now the charge did not last a week. He last recharged two days prior, and the charge was almost gone as of 2009. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.